Manufacturer narrative:
A review of the device history record was performed for lot number 774336 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in november 2010. The device has been returned and an evaluation is currently in process.

Manufacturer narrative:
(B)(6) 2011: device evaluation: the touhey device was visually inspected prior to evaluation and it is noted that the touhey device was cross threaded. The touhey device was disassembled and was re-assembled without crossing the threads and the touhey device does lock onto the device without any defects detected. The device was visually inspected and there are no other defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no visual or functional defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Root cause of the event could not be determined. Current investigation does not indicate a manufacturing defect therefore no CAPA will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that the endoplege was placed without incident and confirmed with fluoroscopy at about 40 cm depth. Later in the case but before bypass was started there was no response when the ep balloon was inflated and the catheter was now at about 35 cm. On examination, the catheter was not being held securely by the touhey device. The device was subsequently found to be out of the coronary sinus. Re-inserting the device was not attempted and with the surgeon's consent the device was removed without incident. The device did not have to be switched our for another during use. They proceeded without it and placed a conventional coronary sinus catheter in directly into the coronary sinus. The procedure was a full sternotomy redo procedure so they had access to the anatomy. The procedure was already full sternotomy approach due to the presence of tricuspid valve regurgitation that was discovered on the intra-op tee. It was originally just a mitral valve replacement. Decision was made to go with a full sternotomy based on the added need to repair the tricuspid valve. No patient adverse events or injuries reported.